Event description:
It was reported that during a sigmoidectomy procedure, an air leak occurred as the valve lacked flexibility from the beginning. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Leak. Eval summary: the analysis results found that the instrument was returned in good visual condition, the instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.